Event description:
The patient used a provox voice prosthesis brush to clean her stoma and the brush head broke off and fell into the trachea. After some minutes the woman managed to cough up the part of the brush and take it out of the trachea with a pair of tweezers. She sought medical attention afterwards but there were only some small wounds which did not require any treatment.

Manufacturer narrative:
Investigation: no brush was sent back so therefore it is not possible to inspect the broken product. According to the patient the brush were used for cleaning the stoma and removing mucous from trachea and cleaning stoma rim. The shape of the brush was modified by bending the tip at the metal wire near the plastic shaft. It was also stated that cleaning the brush was not done according to provox brush IFU. The patient describe uses which do not follow or are descried in the instructions for use. The brush is intended to clean provox voice prostheses and all information describes how to clean prosthesis. No information in the IFU is included of cleaning stoma or removing mucous from trachea or cleaning stoma rim. Pictures in IFU show how to bend the brush, and there is also a warning picture not to bend the brush head at the metal wire near the shaft. Cleaning of the brush was not performed as it is shown in the IFU according to the patient, but it is not clear exactly how cleaning of the brush have been performed. Conclusion: no material error was found in production records of brushes. The brush is bent in a way which is clearly warned for in the IFU. The instruction was therefore, not followed. The brush was used for cleaning stoma, stoma rim and removing mucous from trachea and this use is not described in the IFU. As the brush was bent in wrong way it maybe have been subjected to greater force than if it had been used properly. Conclusion is that there is no product fault and therefore, the breakage has to be caused by wrong handling of the product. Patient will be informed of the above result. (B)(4) regulatory affairs manager. Device not returned to manufacturer.